Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill and smoke coming from an orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. Haemonetics (B)(4).